Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period 08/15/2010 through 08/15/2012. Visual inspection of the returned device revealed of the adenoid tip revealed the electrode wire was broken and the clear housing had slight melt back. The location of the electrode were brake was at the corner of the housing. Excessive cleaning during use contributed to the wire breakage. Review of the lot history revealed no anomalies. End of report.

Event description:
It was reported the adenoid blade broke. It may have been due to scrub tech cleaning. There were no patient consequences. First of 3 events; see 3007069406-2012-00431 and 3007069406-2012-00432.